Event description:
Customer responded to 61 yr old female approx 165 lbs who had a dizzy spell anf fainted. Pt had a low heart rate, that returned to normal, and was transported without incident. During call, customer stated the screen blanked out. Reported condition was duplicated by svc rep.